Manufacturer narrative:
The device was discarded by the site. Therefore evaluation is not possible.

Event description:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. A philips representative reported that during a cardiac lead management procedure to extra two non-functional/occluded leads, that a break in the distal portion of the spectranetics glidelight laser sheath 500-302 was observed by the user. It was reported that visible light was shining out of the break. The physicians decided to abandon extraction due to lack of progress and inability to progress past a difficult scarred in area in the superior vena cava(svc) /right atrial (ra) junction. Neither lead was extracted.